Manufacturer narrative:
The returned device was evaluated and the safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.

Event description:
The patient's wife reported that they went to the emergency room (ER) on (B)(6) 2025, due to concerns about low glucose levels. She was unsure if the need for medical attention was related to the omnipod, noting that the patient had severe shakes, a glucose level of 136 mg/dl, and was also dealing with an upper respiratory infection and poor appetite. The patient was still in the ER at the time of the report. Blood work was the only treatment provided. The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 1.2.4 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type unspecified please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.